Event description:
It was reported that pump displayed malfunction message 199 in tandem source, indicating pump malfunction, and caller was unable to successfully reset pump despite multiple attempts with different charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with attempted reset, arranged shipment of replacement pump.